Event description:
The customer reported that the left monitor was flickering on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The left monitor was replaced. The system was tested and is operating as intended.